Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter had foreign matter, the nurse discovered black impurities inside the heparin cap while restocking supplies.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3006948883-2025-00944 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.